Event description:
Complainant alleged that during the zoll technical service department's recertification of a loaner device, there was video display upon power-up of the unit. There was no pt involvement of the reported malfunction.